Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and the insulin pump had motor error alarm. The customer blood glucose level was 500 mg/dl at the time of incident. Customer stated that insulin pump was not exposed to moisture. Customer stated that drive support cap was stick out. The insulin pump will not be returned for analysis.